Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms have occurred daily for about a month. There was no impact to the customer's blood glucose (bg) level for the previous events. When the altitude alarm occurred today, the customer was unable to clear the alarm. The customer then experienced an elevated bg level of 363 (mg/dl). A manual injection was delivered to address bg levels. It was indicated that manual injections would be used as alternate insulin therapy.